Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a large black dot on the insulin pump screen, which makes it difficult to read the displayed text. Customer has changed the battery but the dot persists. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be returned and replaced.

Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass, a severely scratched display window, and a cracked reservoir tube lip.